Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient¿s dystonia was worse and they were meeting with their healthcare professional (hcp) to have their system checked. It was noted the patient did not bring their patient programmer with them and the hcp could not interrogate the patient¿s implantable neurostimulator (ins). The reporter stated they had the aah software version that was not compatible with the patient¿s ins. It was noted the hcp did not know if stimulation was on. Additional information received reported in (B)(6) 2013 the patient had a dystonia ¿flare up¿ and they had to go to the emergency room. It was noted the patient¿s stimulation had somehow been shut off. It was noted the patient had walked through a security system. It was stated in (B)(6) 2013 the patient had to have a port put in and their dystonia had acted up ¿really bad.¿ it was stated the patient¿s dystonia was very active at the time of report. It was noted they had ¿5 episodes in the past 3 months¿ prior to report. It was stated the episodes were bad enough that they had to be admitted to the hospital. It was noted in (B)(6) 2013 their patient programmer was used to put their stimulation back on. It was noted the patient programmer was lost.

Event description:
Additional information received reported their symptoms had showed up about 2 weeks after the security system had shut off their implant. It was stated they thought their symptoms could have been helped if they had their patient programmer (from (B)(6) 2013 until the time of report). It was noted they had a lot of problems that they did not understand.

Manufacturer narrative:
(B)(4)